Event description:
It was reported that during a normal pump replacement, a back table prime of the new pump was not done (because the catheter could not be aspirated of drug- please refer to manufacturer's report #3004209178-2015-10033 for information pertaining to this). It was noted that the patient would be without drug for 64.2 hours. Additional information received reported that the patient had no symptoms and was fine. The hcp decided not to prime the pump because it would ¿purge¿ the medicine in the catheter. The patient recovered without permanent impairment. The pump system was being used to infuse hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).